Event description:
Additional information received from the health care provider (hcp) reported that the pain occurred on attempted programming and stopped when discontinued. The pain was in the patient's leg.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v546575, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
The consumer reported that she experienced a shocking sensation in the vaginal area in (B)(6) 015. The shocking was sudden and it occurred a couple weeks ago at an appointment. When the stimulation was decreased and the health care provider (hcp) turned patient off the shocking sensation was eliminated. When the patient first got the device it had helped a little bit but as the years passed by she was still having issues. The device had stopped being effective. She thought that something was wrong with her device. The patient went to a new urologist and he needed to adjust the battery. The patient knew that the device was working because she felt stimulation every now and then. When the nurse tried to &#50309;v it up to a higher frequency&#55305;t felt like she was being electrocuted internally and felt a constant electric shock in her body. The nurse tried to turn it down but every time the nurse touched the programmer she felt a current of electricity/jolt. The patient tried to get up but couldn't walk, sit down, or get back on the table. The patient was in pain and was crying. It felt like "an electrode in the vagina full blast." The hcp turned it off and the patient wanted the device out. Since the shocking episode, the patient didn't feel right "in there." The feeling comes and goes. The patient thought something had shorted. The indication for use is urinary dysfunction/sacral nerve stim information was omitted regarding "medication/pill" and "uterus rupturing/back going out" as this information is not related to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that about a year and a half ago, they were at the healthcare provider (hcp) and the stimulator fried their insides. The patient clarified stating that it electrocuted their insides. The patient stated that they had turned it up and then it hurt really badly, as well as them not being able to move, the patient clarified that it seemed like it was in the vagina. The patient stated that the hcp did not believe them and it hurt. The patient stated that the stimulation was turned off and it stopped hurting immediately. The patient re-iterated that the device helped at first, but then it didn't help anymore. The patient had the device removed. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that she can't make it to the bathroom. Patient further stated that she thinks she was harmed by the device. No further complications were reported or anticipated.